Event description:
It was reported that (1) hp02 was used during an unknown procedure. It was reported by the rep that the handpiece was non functional. Opened another device to complete the case. There was no consequence to patient.